Manufacturer narrative:
(B)(4). Evaluation: sample was received and evaluated. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and topical skin adhesive was used. The tip of the bulb (not glass ampule) had been broken before use. The lot number is unknown. Upon sample evaluation, it was discovered that the shard had penetrated the ampoule. Further details are not provided. There were no adverse patient consequences..